Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary: the implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the screw is not where it was initially. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of the unknown screw as the unknown screw backed out of expert adolescent nail as confirmed on x-rays taken on an unknown date. The surgeon removed the unknown screw and left the remaining implants in place. The procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unknown ex adolescent nail (part # unknown, lot # unknown, quantity 1), unknown end cap (part # unknown, lot # unknown, quantity 1), unknown hip screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1)unk - screws: trauma. This is report 1 of 1 (B)(4).